Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was reported that the bg specific value displayed high but was unknown. A correction injection via manual injection was administered to address the bg level. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. Reportedly, customer required assistance to address the bg level. The bg level was addressed by rehydration. Ketones were discussed with the healthcare provider and was not considered life threatening.